Event description:
It was reported that during a therapeutic laparoscopic liver resection procedure, the clear plastic piece from the top jaw on the thunderbeat device separated from the jaw. The patient was under sedation, and the intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5, h3. The device was returned to olympus for inspection, and the reported failure of the device separated from the jaw was confirmed. Based on the results of the investigation, the probable cause of the complaint is cause traced to component failure¿expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. This event did not result in any delay to the procedure, and the broken device did not enter or fall into the patient¿s body.